Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The user reported an infection at the insertion site. The user described the presence of a bump approximately 1/16 inch above the incision line, which they believed to be the sensor. The user also reported that pressing on the incision site resulted in yellow/orange discharge. At the time of the initial report, the healthcare provider (hcp) was aware of the issue, but the user had not yet been evaluated. The hcp later confirmed that the user had an infection and removed the sensor, noting the presence of scar tissue, infection, and that the sensor was not located in the same position as originally inserted. The user was advised to continue follow-up with their hcp for medical guidance. No antibiotics were prescribed.

Event description:
Senseonics was made aware of an incident where user reported an infection at the insertion site. The user described the presence of a bump approximately 1/16 inch above the incision line, which they believed to be the sensor. The user also reported that pressing on the incision site resulted in yellow/orange discharge. At the time of the initial report, the healthcare provider (hcp) was aware of the issue, but the user had not yet been evaluated. The hcp later confirmed that the user had an infection and removed the sensor, noting the presence of scar tissue, infection, and that the sensor was not located in the same position as originally inserted. The user was advised to continue follow-up with their hcp for medical guidance. No antibiotics were prescribed.